Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined . (B4).

Event description:
Therapy was not effective for the ventricular tachycardia. The patient also received an episode of inappropriate therapy. The patient is in stable condition.

Event description:
Therapy was not effective for the ventricular tachycardia. The patient also received an episode of inappropriate therapy. The device was reprogrammed to resolve the event. The patient is in stable condition.